Event description:
It was reported that the patient presented in the hospital after receiving a vibratory alert. Upon interrogation, the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Event description:
Additional information received indicated that the patient received an inappropriate shock from the previously reported right ventricular lead. It was also noted that the lead exhibited low sensing, low pacing lead impedance, and the lead was also suspected to be externalized in the pocket.

Event description:
Additional information received indicated that there was lead fracture noted on the previously reported right ventricular lead.

Manufacturer narrative:
A partial lead with the distal tip measuring 35.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.